Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend tts tracheostomy tube was found to be leaking four weeks after placement. It was reported that 2mls of water were missing. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.